Event description:
It was reported that the customer was hospitalized with chest pain and palpitations. The caller mentioned that her blood glucose has been high for the previous forty eight hours between 400 to 500mg/dl range. The blood glucose at time of admission was 509mg/dl. The caller stated that the customer kept giving insulin, but her glucose level did not come down and then went to the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.